Event description:
The facility reported an infusion pump with batteries that go dead immediately. Info was provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Eval summary: the condition of batteries that go dead immediately was confirmed. Inspection of the device found that the pump's batteries were potentially damaged, and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.